Event description:
A customer reported to baxter (B)(4) that the spike got broken when the patient tried to connect the set to the yset by clean flash. An error 154 occurred. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint was confirmed in the lab to have a bent spike tip. The root cause was issues with the assisted connection device. A batch review cannot be done since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.